Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip was found bent before cataract surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
One opened phacoemulsification tip with a wrench, in a tray with other items was received. Sample was visually inspected and found to be nonconforming, tip was bent at cone to cannula transition area, wear observed on threads, back of flange, and nicks on nut corners, consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phacoemulsification tip bent; therefore, a bent phacoemulsification tip was confirmed; however, how and when the phacoemulsification tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The exact root cause for the bent phacoemulsification tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).